Event description:
Boston scientific was made aware that two procedures were performed (2006) for a dura fistula coiling. During the procedure, gdc coils, matrix coils and a competitors product (cortis coils) were used. Pt was sent to recovery. The pt died while still in the hosp. The sales rep found out about this event indirectly and has no more info at this time. The sales rep will be contacting the physician.

Manufacturer narrative:
The device will not be returned to boston scientific for further investigation as it was implanted into the pt. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If any further, significant info is found, a supplemental report will follow.